Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor alarm. The customer¿s blood glucose level was 89 mg/dl. The customer reported that they had compromised force sensor alarm. The customer reported that they were able to clear the alarm. It was reported that the customer was not able to complete rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm and rewind anomalies due to completely broken reservoir tube lip. Device received with lose drive support disk.